Event description:
Reporting balloon issues in 2007: the same mont, lightwave 7.5 fr 40cc, iab unfurled during prep - could not insert. On the same day, lightwave 7.5fr 40cc, fiberoptic calibration drift-multiple leak and high pressure alarms. On the following day, lightwave 7.5 fr 40cc, leak alarms during use - no leaks found. On three days later, lightwave 7.5 fr 30cc, iab blood leak during insertion - removed balloon. On nine days later, lightwave 7.5 fr 40cc, iab wrap loose - could not insert. Three days later, lightwave, 7.5 fr 40cc, iab wrap loose. The following month, arrow 7.5 fr 40cc, iab gas leak during use - fiberoptic failure. On two days later, arrow 7.5 fr 40cc, iab unfurled prior to insertion. On a week later, arrow 7.5 fr 40cc, iab unfurled prior to insertion. A week later, lightwave 8.0 fr 40cc, fiberoptic failure. One day later, lightwave 7.5 fr 30cc, pigtail pressure line crack.